Manufacturer narrative:
"Serious injury" is only applicable choice as the patient had to endure a re-operation. The issue was actually an adverse event. Valve was disposed of at hospital and is not available for return for investigation. Review of device history records shows the valve was built per specifications. There will not be a follow-up report.

Event description:
While entering tracking system data, an explant report was encountered. Reason for explant was researched and found to be due to paravalvular leak (pvl), 2 years post-op. Re-operated and replaced with a tissue valve. Minimally invasive surgical technique was used. Patient presented at hospital with progressive worsening shortness of breath, chest pain. Aortic insufficiency. This is aortic valve replacement (avr) #3 for this patient. First valve was tissue in 2008, 2nd was on-x in 2013, latest re-do was another tissue valve. 1st avr failed due to endocarditis. Received extensive medical records and op notes for this patient this is being reported because pvl is defined in the aats/sts guidelines as valve-related and reportable. It is listed among the adverse events that can occur for a heart valve patient, in section 5 of the IFU. This event is occuring within expected frequency and no trends are seen.